Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed that the direction of flow label and shim were not present. As a result, the label and shim have been replaced.

Event description:
During baxter's functionality testing, it was observed that the direction of flow label and shim were not present. Any pt involvement is unk as this occurred during testing.